Event description:
It was reported that a spectrum pump alarmed a constant door not fully latched when the door was closed. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of constant door not fully latched messages through observation of the alarm at device power-up, but could not reproduce it during evaluation. Evaluation determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.